Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition. The event log was not provided. A visual inspection and functional test were performed, and the reported failure was replicated. The device alarmed error 1871 when powered on. The root cause of the event cannot be established. The motor will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device alarms "error 1871" during testing. No patient injury was reported.